Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but this reference has the same catheter as the product reference (B)(6) cleared under # 510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared this batch of access ports released in march 2016. Investigation results: a celsite st201f access port from batch (B)(4) has been returned to the manufacturer for evaluation. The access port is still connected to a 29.4 cm long catheter with the connection ring. No defect is visible. Injection test: an injection test has been performed: no leak or abnormality detected. Then the catheter has been pinched and an injection test under a pressure of 6 bars has been performed: no leak detected. Dimensional measurements: the device dimensionally conforms to the specifications. Conclusion: the access port does not present any leak. No defect has been detected on the returned sample. The extravasation is not due to a product failure. Without any x-ray pictures the cause of the leakage could not be determined. No corrective action is envisaged.

Event description:
On (B)(6) 2016, removal of the access port from a patient due to pain and extravasation detected during chemotherapy injection on (B)(6) 2016. On (B)(6) 2016, the patient is doing well: no pain. On (B)(6) 2016, the healing is good. No necrosis or damage observed.